Event description:
The operating room (or) anesthesia supervisor was stocking medications in aesynt. When transactions were processing from one to the other the accudose rx cart would take 3-5 minutes in between each transaction. Aesynt 800 number was called. The representative pulled many log files and rebooted the machine. Once the machine was rebooted it worked in its normal pace between each transaction.